Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when the physician rotated the handle unit, the band could not be deployed and then the band ruptured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of trip wire on the handle unit, however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.